Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01944 & 04386).

Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty on (B)(6) 2008. A subsequent revision was performed (B)(6) 2010 due to alleged pain, discomfort, soreness, dysfunction, and loss of range of motion. The head was removed and replaced. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2010 was due to metallosis, yellow and cloudy fluid and necrotic tissue. The operative notes confirm that the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty on (B)(6) 2008. A subsequent revision was performed (B)(6) 2010 due to alleged pain, discomfort, soreness, dysfunction, and loss of range of motion. The head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2010 was due to metallosis, yellow and cloudy fluid and necrotic tissue. The operative notes confirm that the modular head and taper adapter were removed and replaced. Patient experienced pain in 2011, (B)(6) 2013 and (B)(6) 2014, a limp in 2013 & 2014, and right leg gives out and arthritic changes in left hip and spine. These findings were found due to follow-up testing.